Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the surgeon, the root cause of the reported issue of lens damage is related to use of the lens injector. (B)(4).

Event description:
The physician reports that the crystalens haptic bent during insertion using the crystalsert lens insertion system. Intervention was performed in order to enlarge the incision, remove and replace the lens and suture the incision. A second crystalens was implanted successfully. Reference MDR #2031924-2010-00124.